Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 2 years and 3 months post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, it was replaced valve-in-valve. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that 2 years and 3 months post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, it was replaced valve-in-valve. The patient presented with pulmonary stenosis and severe pulmonary regurgitation, secondary to gemella endocarditis. The endocarditis had been previously treated. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing and sterilization. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Gemella bacteria are primarily found in the mucous membranes of humans and other animals, particularly in the oral cavity and upper digestive tract. Gemella haemolysans has been found to be involved in pulmonary exacerbations of cystic fibrosis patients(1) as of the year 2000, it had been reported in 15 cases of human endocarditis, mainly in men with underlying valvular disease and/or poor dentition or dental manipulation. Most cases were treated with a combination of penicillin and gentamicin with a favorable outcome (2). The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst case bacillus atrophaus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. Endocarditis that occurs more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve (3). Based on the above investigation, the endocarditis is unlikely to be attributed to the device and/or manufacturing process. Overall, a true root cause to the reported clinical observations is not determined. However, there is no indication that the reported the endocarditis were related to the manufacture of the device and it was reported that endocarditis was previously treated. One (1) carmody, lisa a.; zhao, jiangchao; schloss, patrick d.; petrosino, joseph f.; murray, susan; young, vincent b.; li, jun z.; lipuma, john j. (2013-06-01). "Changes in cystic fibrosis airway microbiota at pulmonary exacerbation". Annals of the american thoracic society; 10 (3): 179¿187; 2 mosquera, j.d.; zabalza, m.; laniero, m.; blanco, j.r. "Endocarditis due to gemella haemolysans in a patient with hemochromatosis". Clinical microbiology and infection; 6 (10): 566¿568; 3 mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine; 345 (18). 1318-1330. Nov.1, 2001.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.